Event description:
It was reported that the customer's insulin pump was running through batteries very quickly. His blood glucose was unknown at the time of reporting. He was shipped a battery cap with hopes of fixing the problem. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.